Event description:
The bsx lead wasn't functioning after the new rv lead was added so it was capped and a new lead was placed." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).